Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences when blood glucose were not low. Customer states sensor glucose was 80 and blood glucose was 432mg/dl. Customer reported of receiving a calibration error and insulin pump would not calibrated. After troubleshooting, it was found that sensors were expired.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.